Event description:
Boston scientific received information that there was noise on the right atrial lead and right ventricular (rv) lead. Additionally, there were high out of range shock impedance measurements on the rv lead. No further details were available. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts for additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the rv lead was replaced with a competitor lead. Since the revision procedure, the rv shock impedance measurements have been greater than 200 ohms. The programming configurations were adjusted and the shock impedance measurement was stable around 90 ohms for multiple tests. It was also indicated that the pacing impedance measurement was less than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was electively explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.